Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The unit was tested for 24 hours with no occurrence of the reported symptom. Review of the event history log confirmed the reported symptom. The evaluation found that the upper and lower auxiliary assemblies were failing, which are known contributors to the reported symptom. The upper and lower auxiliary assemblies were replaced. System error 322 will occur when the pump transitions from the open state to the door closed/set-loaded state and the lower link switch does not activate.

Event description:
It was reported that a pump had an error message displayed on the screen. Any patient involvement, injury or medical intervention is unknown. During a baxter evaluation, the pump alarmed system error 322.